Event description:
It was reported that shaft break occurred. A 2.25 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, it was noted that the mid shaft broke while inside the guide catheter. The device was pulled out and removed from the patient. The procedure was completed with no patient complications reported.